Event description:
The patient experienced a return of spasticity and more spasms. Due to the patient's symptoms and the pump needing to be replaced for normal battery depletion, it was replaced on (B)(6) 2015. At the surgery, the catheter was found to be out of the intrathecal space; therefore, it was also replaced. The patient was doing fine as of the date of this report. Per the reporter the patient was doing well and was being released from the hospital. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).